Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the issue could not be duplicated. The device operated properly to manufacturer specifications but the fsr replaced the display as a precaution.

Event description:
The customer reported that their vela ventilator's touch screen froze during use on a patient. The customer reported that there was no patient harm and the patient was transferred to a back up device.